Manufacturer narrative:
(B) (4).

Event description:
The pt had their device system explanted due to loss of therapeutic effect. It was noted that one lead had "cracked" and one lead had migrated. Further information was requested.